Manufacturer narrative:
(B)(4). Statement: received (B)(4) pieces of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, all samples are observed with clamp clip (all clamp clip are closed except for sample 3) and wing cap. Big top cap is opened and discofix cap is removed. Detected solution residue at filling port of sample 1 and 4. No solution/crystallized residue detected at other samples. Additionally, detected solution residue inside the tubing, filter and male luer lock at all received samples. No other deviation is observed at all samples. Analysis: clamp clip of all samples are released. Immediately detected flow at all samples. Conclusion: all complaint samples are within specification. Therefore, the complaint is considered as not justified. Justification: not justified.

Manufacturer narrative:
(B)(4). Received five used easypump ii lt 100-50-s. All samples were filled with antibiotic - ceftriaxone. No defects were detected. After opening the top cap and removing the closing cone, solution was able to flow freely. Reviewed the device history record and no abnormalities found during in process and final control inspection. A follow-up report will be provided after further test results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): pump not flowing. Drug infused: ceftriaxone.